Manufacturer narrative:
Block b3: exact date unknown, event occurred in the last couple of months.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge, resulting in inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per physicians preference.

Manufacturer narrative:
Investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review a labeling review was conducted and determined that the reported event is a known and documented risk associated with implantation of a pulse generator as part of a spinal cord stimulation (scs) system. The event is consistent with risks disclosed in the device labeling. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge, resulting in inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned per physicians preference.